Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed displacement test, unexpected error test, self-test, and excessive no delivery alarm test. The insulin pump alarmed prime during prime test due to faulty force sensor resistor. No motor error alarm or excessive no delivery alarms noted during testing. Motor was tested outside the device and passed. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer reported that when attempting to bolus, insulin pump only delivered 3 to 4 units of insulin and then received motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was over 600 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer stopped troubleshooting due to going to the hospital because of high blood glucose. Customer was advised that insulin pump would need to be replaced.